Event description:
The customer stated that she tested her blood glucose three times within 2 minutes and received readings of 53, 348, and 245 mg/dl. The difference between the readings falls in the "c" and "d" zones of the parkes error grid, making the difference clinically significant. The customer did not allege any adverse events. The strips are to be returned for evaluation, and replacement strips will be sent.